Event description:
I have been using acuvue oasys for astigmatism for 20 years and have never had a problem until the past several months where I have so much discomfort and light sensitivity that I can barely open my eyes and have had to have someone pick me up from the drive home from work because my eyes were so sensitive to light that they would not stay open well enough to drive. I have constant irritation and red eye - it feels like something is stuck in my eyes and it switches from one to another depending on which feels worse that day. Terrible contacts since the change in packaging! Something else must have changed because there are hundreds of people complaining about the same thing on (B)(6).